Manufacturer narrative:
(B)(4). Batch # r9216m. Investigation summary. The device was returned with the upper jaw detached returned and cable cut off. In addition no damaged was observed at the electrode as reported. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic assisted roux-en-y, "the tip broke off". The patient was x-rayed and the tip was found inside the trocar. An alternate like device was used to complete the procedure with no patient consequences reported.